Event description:
It was reported that the patient developed a staph infection at the lead location during the trial. The onset of the infection symptoms was unknown, but it was noted that it was probably the saturday of the last week prior to the report. A culture was taken in the lumbar region, but the type of organism cultured was not specified. Antibiotic treatment (of two different types) was necessary and the patient's trial was "cut" a day short as the patient had the infection. The trial leads were removed (explanted). The patient was alive with no injury at the time of the report. Of note, the patient did get over 50% pain relief, the trial was "successful", and that the patient will proceed with the implant once the infection cleared. Follow-up information received indicated that the infection was getting better. No product issue was noted in regard to the event.

Manufacturer narrative:
Concomitant: product ID 977d260, implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type screening device. Product ID 977d260, implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type screening device. (B)(4).